Event description:
The customer reported that the system displayed a filament regulator error message and the foot pedal would stick. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the filament driver printed circuit board and the foot switch. The system was tested and found to be working as intended and put back into service.